Event description:
In 2006, this pt was implanted with a gore excluder aaa endoprosthesis. The following year, the pt was identified with an asymptomatic distal type I endoleak. As reported, the trunk-ipsilateral leg component migrated proximally, resulting in the endoleak. Two days later, the device was successfully extended into the left common iliac artery, resolving the endoleak.

Manufacturer narrative:
The device remains functioning in the pt. A review of the manufacturing paperwork has been conducted. The review of the manufacturing paperwork verified that this lot met all pre-release specifications.